Event description:
Pt was applying heating pad to abdominal incision following total abdominal hysterectomy and laparoscopic cholecystectomy. When physician checked wound he noted a 4"x6" reddish brown area with peeling skin. The heating pad was removed and taken for a temp check. The pt's burn was washed with hibiclens and a tegaderm dressing was applied. The burned area was clear at the time of discharge on 12/27/96 and the tegaderm intact. Instructions were given to the pt regarding burn care.